Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger.

Event description:
Information was received from a patient implantable with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that there was a loose connector pin on the desktop charger and the ins was not connecting to the ins recharger. The patient could not charge their ins. No patient symptoms were reported. The patient was transferred to repair for a replacement desktop charger. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient received the replacement desktop charger and was charging the recharger, but indicated that they still could not charge the ins. Troubleshooting included repositioning the antenna and the patient reported the reposition antenna screen. The patient clarified that he was last able to charge in (B)(6), he was not able to connect, and kept getting the reposition antenna screen. The patient was redirected to their healthcare provider to follow-up for possible overdischarge. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they received a recharger antenna but the thermometer icon they were seeing was resolved already. No further symptoms or complications reported at this time.